Event description:
It was reported that an alert was received indicating this pacemaker device reverted to safety mode with limited critical therapy still available. The boston scientific representative indicated they were not sure if the patient is pace therapy dependent but believed they may be as they were indicated to receive right ventricular pacing therapy 97% of the time and they have short av delays. The representative noted they were observing r-waves but they were not sure of the underlying rhythm. Boston scientific technical services (ts) discussed safety mode, the associated device settings and possible causes. Ts also discussed the potential for oversensing and pacing inhibition and recommended replacing the device as soon as possible. The representative indicated they would work with the physician to have the device replaced. The device was subsequently explanted and replaced two days later. As part of the device replacement documentation, premature battery depletion was also noted as an observation. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination of the titanium device case noted that the area around the battery is slightly bulged. Interrogation of the device confirmed it was operating in safety mode. A review of device memory determined that the memory was corrupted. The device case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The cause of the high impedance has not been determined.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that an alert was received indicating this pacemaker device reverted to safety mode with limited critical therapy still available. The boston scientific representative indicated they were not sure if the patient is pace therapy dependent but believed they may be as they were indicated to receive right ventricular pacing therapy 97% of the time and they have short av delays. The representative noted they were observing r-waves but they were not sure of the underlying rhythm. Boston scientific technical services (ts) discussed safety mode, the associated device settings and possible causes. Ts also discussed the potential for oversensing and pacing inhibition and recommended replacing the device as soon as possible. The representative indicated they would work with the physician to have the device replaced. The device was subsequently explanted and replaced two days later. As part of the device replacement documentation, premature battery depletion was also noted as an observation. No additional adverse patient effects were reported.